Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator has foreign material. The air/water tube was also observed to be clogged, causing no water to be fed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus asset with no complaint from end user. There is no reported harm to any patient or persons. Upon inspection of the device, it was observed that the forceps elevator has foreign material, likely present due to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material in the forceps elevator as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred from insufficient reprocessing. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.